Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of blood backflow/leakage was confirmed but the root cause could not be determined. One photograph of a powerpicc solo catheter hub was returned for evaluation. Inspection of the photograph found that a crack was present across the purple portion of the solo catheter hub. Additionally, residue was observed on the proximal end of the extension tubing, indicating that the device had experienced some use. The damage observed on the catheter hub would likely provide a path for fluid to escape through, resulting in backflow and a leak, as described in the reported event; however, no features were observed which could aid in identifying what cause the crack to form. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that on (B)(6) 2025, the patient visited the PICC clinic for catheter dressing change. At 09:28, the assigned nurse performed the dressing change. Prior to the procedure, the valve bulb at the catheter tip showed no abnormalities, and blood return was unobstructed. Following connection of the positive pressure adapter and routine flushing and capping procedures, blood backflow was observed at the external leakage site during disinfection. During the second capping attempt, rupture of the valve ball at the catheter tip was discovered. As this PICC catheter features an integrated valve ball design, the catheter was removed after thorough explanation to the patient. No further details available or provided.